Event description:
It was reported that the physician was attempting use a 3.0mm diameter x 15mm length endeavor sprint (rx) drug eluting stent to treat a lesion in the lad with 99% stenosis. The device was prepped, with no abnormality noted during preparation or inspection. Pre-dilation was performed using 2.0mm diameter x 20mm length balloons, to 10 atms. It was reported that the endeavor sprint device could not pass the lesion . No resistance noted when advancing device towards the lesion. The physician proceeded to withdraw the device and realized upon removal that the stent structure was deformed. It was reported that the procedure was completed using a different drug eluting stent. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Inherent risk of procedure - failure to deliver stent and stent deformation. No results available since no evaluation was performed - device not returned. Patient condition affected effectiveness of the device - patient lesion morphology, 99% stenosis. Evaluation conclusion: device failure / lack of effectiveness related to patient condition - patient lesion morphology, 99% stenosis. Known inherent risk of procedure failure to deliver stent and stent deformation. Unable to confirm complaint - device not returned. (B)(4).